Event description:
On (B)(6) 2020, the user contacted dario to report elevated blood glucose (bg) readings. The user reported that she was getting consistently high readings of over 300 mg/dl. Three days prior to contacting dario, the user received a high bg reading of 351 mg/dl. Due to this elevated reading, the user injected herself with insulin. As a result her bg level dropped to 46 mg/dl taken with a non-dario device. The user reported that she was able to raise her bg level by drinking orange juice. The user did not mention any side effects and did not seek any medical intervention. The user also reported that following the above, she compared her bg levels with a non-dario meter which measured 120 mg/dl, while comparing to her dario meter which measured 311 mg/dl. While on the phone with dario's representative, it was determined that the user had been using a cartridge that was opened for more than a month, and therefore was expired. As per dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained that strips that have been opened for more than 30 days can cause high readings. The user was instructed to open a new cartridge of strips and compare her bg levels. The user tested and received a bg reading of 208 mg/dl with the non-dario meter, and 206 mg/dl with the dario meter. Therefore, it can be determined that there was misuse of the device (off-label use). This complaint is not confirmed.